Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 250 units of insulin. Additionally, it was reported that the time setting was incorrect. Reportedly, the pump time was an hour behind. Subsequently, the contact reported that the time may have been set incorrectly by the customer. Tandem technical support assisted the customer with correcting the time setting. There was no impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.